Manufacturer narrative:
Block b3: exact date unknown, event occurred in august 2024. Additional suspect medical device component involved in the event: product family: scs-linear leads: upn: m365sc2317700. Model: sc-2317-70. Serial: (B)(6). Batch: 20697385.

Event description:
It was reported that the patients spinal cord stimulator (scs) leads had high impedances. The patient underwent a lead replacement procedure and was doing well postoperatively. The explanted devices were discarded by the medical facility.